Event description:
The customer reported obstructed fittings during set up. Two surgeries were cancelled. No pt injury was reported.

Manufacturer narrative:
A review of the complaints for this system for the last 24 months did not indicate any add'l reports. Root cause and investigation conclusion: there were no samples returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the customer reported event and the root cause is therefore, unk at this time.